Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, on whole gastro anastomosis, the clamp line bled that is not more than 500 cc and they had to use cautery and suture to repair.